Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided patient x-rays by depuy cpd finds dislocation of the proximal femur noted. Retaining ring also disassociated from the liner/cup. From an engineering standpoint no other conclusions can be drawn from the x-ray. Additionally, research using the (B)(4) indicates that several other devices from the reported lots have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Reason for revision: recurrent dislocation. On x-ray it was noted that the constrained liner locking ring had dissociated and the patient had dislocated. Patient underwent surgery where the neck antiversion was adjusted and another constrained liner implanted.